Event description:
It was reported that bd max¿ system, bd max¿ instrument door won't hold and falls. The following information was provided by the initial reporter: door no longer holds and always has to be closed carefully so that it doesn't fall down. Hazard, injury or erroneous results? No.

Manufacturer narrative:
H6 investigation summary: a complaint of "door fall potential" was received against instrument max clinical material number: 441916, serial number: cm0019. A bd field service engineer (fse) was dispatched. The fse realigned the gas pressure cylinder and the cylinder was secured, thus the issue was resolved. Instrument was found to be functional and released to the customer for regular use. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument cm0019, is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. PMA/510k :k111860, k130470.

Event description:
It was reported that bd max¿ system, bd max¿ instrument door won't hold and falls. The following information was provided by the initial reporter: door no longer holds and always has to be closed carefully so that it doesn't fall down. Hazard, injury or erroneous results? No.